Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, fluid around the implant and "exchange of textured breast implants due to the patient¿s concern with the product."

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and fluid around the implant. Device was explanted.